Manufacturer narrative:
(B)(4). Eval: results: (mi).

Event description:
During index procedure, three endeavor rx drug-eluting stents were implanted. One stent was implanted to a de novo class b1 lesion in the first diagonal branch and two stents were implanted to a de novo class b2 lesion in the mid lad. It is reported that cardiac enzymes were elevated post procedure. Event was identified by the clinical events committee and deemed to be consistent with a periprocedural mi.